Event description:
On (B)(6) 2025, a spontaneous report was received via telephone regarding a 2-year-old male consumer who had an unspecified welly health bandage applied. On (B)(6) 2025, the consumer had an unspecified welly health bandage for an unspecified indication on his cheek. After wearing the product for 15 hours, the bandage was removed on (B)(6) 2025. Upon removing the bandage redness, heat, and swelling were noted. Approximately 2 to 3 hours later, the redness and swelling had spread towards his eyes from his cheek and the area was blistering. On an unspecified date, the child saw a doctor who prescribed an antibiotic ointment for the blistered area on the skin. The doctor stated it was a localized reaction to the bandage. As of (B)(6) 2025, the blistered areas had popped and were scabbed over. The redness, swelling, and warmth had resolved. No additional information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. No lot number was reported associated with the event. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.